Event description:
Subject is a 67-year-old white female who was enrolled in clinical trial (B)(6) on (B)(6) 2024. Subject was initially diagnosed with p16+ invasive squamous cell carcinoma of the head and neck on (B)(6) 2024. Subject was assigned treatment of imrt/impt + low dose cisplatin weekly. The first dose of cisplatin was given on (B)(6) 2024 and last dose was given on (B)(6) 2024, (7 total doses of cisplatin). Radiation therapy was given from (B)(6) 2024, (35 fractions of 200 cgy, a total dose of 7000 cgy, over 50 elapsed days). Subject was hospitalized twice during her treatment. The initial hospitalization from (B)(6) 2024 was for electrolyte abnormalities due to severe protein-calorie malnutrition due to lack of dentition and cancer related pain. A right g-tube was placed on (B)(6) 2024, tube feedings were initiated, and electrolytes replaced. Patient was discharged home with home care and ongoing tube feedings. Subject was readmitted (B)(6) 2024 due to g-tube drainage, dysfunction, and associated pain. It was noted that the g-tube's external bolster was slipping away from skin causing significant skin breakdown. On (B)(6) 2024, g tube was converted to gj tube by ir. Unfortunately, gj tube's external bolster was sliding again causing continued leaking around the tube. On (B)(6) 2024, subject underwent removal of gj tube, closure of gastrocutaneous tract, and insertion of a new jejunostomy tube. Subject began tolerating tube feeds and was discharged home with home care and ongoing tube feedings. Subject was last seen by medical oncologist on (B)(6) 2024. Continued to have oral pain that palliative care is managing, hypomagnesemia, which was replaced on (B)(6) 2024, and anemia for which prbc's were infused on (B)(6) 2024. Received notification on 11/18/2024 that patient was deceased on (B)(6) 2024, cause of death: head and neck cancer. Ref report: mw5162812.